Manufacturer narrative:
An event regarding loosening involving a dura duration all poly pat xlg was reported. The event was not confirmed. Device evaluation and device history review not performed as the reported device was not returned for evaluation. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that there was a revision of a primary patella for loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that there was a revision of a primary patella for loosening.